Event description:
It was reported that "the doctor put on a distal media tibia locking plate, the last screw hole in the shaft, had a locking screw implanted into it. When the doctor torqued down to completely seat the screw, part of the head sheared off the screw."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device becomes available, a supplemental report will be issued. This event created a serious injury in the past and will be reported as a malfunction.